Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced glare. The clinical reason was reported to be patient dissatisfaction. The iol was replaced with other company lens approximately five months after initial procedure. Non-company viscoelastic was used.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).